Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001066 number, and no internal actions was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was reported that the brim caps were broken (brim cap detached) and the hemostatic valves were separated. Initially, it was reported that the orange plastic connector broke when it was disconnected from the introducer of the sheath. The sheath was replaced. The procedure was continued. Then it was reported that the orange plastic connector broke once again when disconnecting the introducer from the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. Additional information was received on may 14, 2019, and it was reported that the hemostatic valve also broke on both sheaths. There was no excessive bleeding. The issue of brim cap detachments and hemostatic valve separations were assessed as reportable events.